Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited high capture threshold and poor sensing. The lead was capped and replaced. During the procedure, the lead was found to be fractured. Patient had no consequences as a result of the procedure.